Event description:
It was reported that the pump had a frozen screen and unresponsive buttons. It was stated that the time on the screen was not advancing. The patient was getting a check bg alert, but could not clear it. Troubleshooting was performed, but the issues were not resolved. Nothing further was reported.

Manufacturer narrative:
Up arrow button no response due to keypad connector not plugged in properly. No frozen screen noted. The insulin pump received with cracked battery tube threads, scratched lcd window and missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.